Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / frayed, disconnected wire) has been confirmed. Upon evaluation, the cable running from the distribution node to ECG electrode c was damaged with all wires exposed and all ground wires cut. The cause for the check belt messages is the damaged wires. The root cause for the damage cannot eb positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.

Event description:
An (B)(6) old male patient contacted zoll customer support to report constant check belt messages. The patient reported that the wire coming out of the vibration box is frayed and becoming disconnected from the unit. The patient was provided with a replacement electrode belt.